Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that oversensing resulting in inappropriate mode switching was observed on the device. Abbott technical support recommended reprogramming to resolve the event, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information received indicated the oversensing that was previously reported was due to far-field r-wave signals. The device was reprogrammed to resolve the event and the patient was in stable condition.